Manufacturer narrative:
A complete analysis and testing of 4 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer reported that they were unable to remove the air bubbles out of the reservoir. The customer reported that insulin was leaking during filling the reservoir. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.